Event description:
Surgeon requested ligasure impact instrument to be used. Instrument was not available. Surgeon decided to use ligasure blunt tip device. When device was plugged into machine, an alarm came on that said "invalid". Another ligasure blunt tip device opened with same message. Machine was switched but also had the same message.